Manufacturer narrative:
The investigation determined that a customer obtained unexpected negative vitros ahav igm results from two different patient samples obtained from a vitros eciq system. The investigation could not determine a definitive root cause. Pre-analytical sample mix-up cannot be ruled out as a contributing factor. There is no evidence that an instrument or reagent related issue contributed to the event.

Event description:
A customer obtained discordant negative vitros ahav igm results (0.06, 0.33, negative vs. Expected result = 1.20 s/c, reactive) from two different patient samples obtained from a vitros eciq system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected results were not reported from the laboratory. There was no report of patient harm as a result of this event. (B)(4).